Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: bag torn during removal. The infected ruptured appendix fell into patient abdomen. Clinical consequences: bag too fragile for optimal use.

Manufacturer narrative:
(B)(4). The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device. Two representative samples were returned, and these samples were properly manufactured. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
The report states: bag torn during removal. The infected ruptured appendix fell into patient abdomen. Clinical consequences: bag too fragile for optimal use.